Manufacturer narrative:
(B)(4). Baxter did no receive and was not able to evaluate the device. If the device is received and the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.